Manufacturer narrative:
Do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" on cgm. Elevated bg was addressed via correction bolus. System check with tandem technical support confirmed that the pump was functioning as intended. However, during troubleshooting it was identified that the customer is reusing cartridges. Tandem technical support recommended the customer change to a new cartridge, customer acknowledged.